Event description:
Customer reported that the sensor did not link to the insulin pump and the customer was excessively bleeding at the site. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.